Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who provided instructions for a pump reset. After the pump reset, the error did not reoccur, and the customer successfully started their sensor session.